Event description:
Per the oos, this system was removed due to infection. This device was replaced with a lumax 340 dr-t.. There are no further adverse events reported for this pt. Also removed: setrox s 53, MDR 1028232-2008-00483. Linox sd 65/18, MDR 1028232-2008-00482.